Event description:
This lead was explanted and replaced due to subclavian crush. The ICD was near eri, so the decision was to replace it as well. There were no adverse patient side effects reported. Should additional information become available, this...

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.